Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, two videos were provided for review. The first video shows a leak at the needle hub when flushing. The second video shows no fluid was entering the syringe when aspiration was attempted. Therefore, the investigation is confirmed for the identified fluid leak and the suction problem. However, the investigation is unconfirmed for the reported limited information as the specific malfunctions fluid leak and suction problem were identified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during catheter placement procedure, the device was allegedly malfunctioned. There was no reported patient injury.